Event description:
The customer reported that the jaws of the device were activated and a cut was made. After releasing the jaws from the area that was cut, minor bleeding was present because a complete seal was not made.

Manufacturer narrative:
(B) (4). (B) (4). One lf5034 device was returned for eval. The device functioned normally when activated. The knife extended and retracted normally. The blade had no damage. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. The customer report could not be confirmed.